Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. And then the tip of the ptfe pad was cut off. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the root cause conclusively about the ptfe pad turned up before use because it was not able to confirm the phenomenon. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01032.

Event description:
During a laparoscopic assisted distal gastrectomy, the subject device was used. It was reported that the ptfe pad of the device was damaged and unspecified error occurred in the two hours of the procedure. The user decided to exchange it with the 2nd tb-0535fc. However, it was reported that the user cut the tip of the ptfe pad because the pad of the 2nd tb-0535fc turned outward before use. The user continued the procedure with the 2nd tb-0535fc and completed. There was no patient injury reported. After olympus medical systems corp. (Omsc) received two devices of tb-0535fc for evaluation, omsc confirmed that the ptfe pad of the 1st device was severely worn on july 27, 2016. The ptfe pad of the 2nd device was partially separated on july 28, 2016. This MDR is regarding the 2nd one of two devices.